Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the maryland bipolar forceps instrument had a damaged detected at the wrist joint. The metal cables that connect the instrument's wrist joint were damaged. No fragments fell into the patient. The procedure was completed with no patient harm. On may 06, 08 and 13, 2026 intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the metal cables should not have broken. The customer assigned the wrong name to the complaint when they opened it. In fact, only the dark ochre-yellow cover was found to be damaged. The instrument was inspected prior to use. The operating room nurses were unable to confirm whether there was any heat damage at the fracture site, but they said they did not observe any electrical arcing during the procedure. On (B)(6) 2026, further information was provided by the site: the operating room nurses were unable to confirm whether there was any heat damage at the fracture site, but they said they did not observe any electrical arcing during the procedures. There was no direct damage observed to the instruments.